Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, following placement with favorable measurements, the lead exhibited high thresholds and repositioning was attempted. When the physician attempted to retract the helix, no movement was noted after over 30 rotations. After a possible risk of fracture, the lead was removed and replaced. The lead was later returned for analysis. No resulting adverse effects were reported.